Event description:
Md occasionally had to increase voltage for desired results. Follow-up: physician primarily used the machine on the voltage setting of 50 for best results. When used below that there was still some minor instances of bleeding. From then on she continued to use 50 and did not notice any further issue. Leep precision intg sys lp-10-120 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported condition.

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported condition.

Event description:
Md occasionally had to increase voltage for desired results. Follow-up: physician primarily used the machine on the voltage setting of 50 for best results. When used below that there was still some minor instances of bleeding. From then on she continued to use 50 and did not notice any further issue. Leep precision intg sys lp-10-120 e-complaint- (B)(4).

Event description:
Md occasionally had to increase voltage for desired results follow-up: physician primarily used the machine on the voltage setting of 50 for best results. When used below that there was still some minor instances of bleeding. From then on she continued to use 50 and did not notice any further issue. 1216677-2021-00333-1 leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 3/19/2019 under wo #265279 & 258555 and shipped on 6/17/2019. Manufacturing record review: DHR's 265279 & 258555 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA # (B)(4) 2/07/2022. Visual evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Corrective actions *correction and/or corrective action the units' board was updated to the latest revision under wo #316553, tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. Train personnel *was the complaint confirmed? Yes